Event description:
It was reported that the patient presented for a right ventricular (rv) lead implant procedure on (B)(6) 2022. After implanting the rv lead, it was noted that there was noise from the pacemaker the anomalous pacemaker was removed and replaced without further incident in the same procedure. The patient was in stable condition.

Event description:
It was reported that the patient presented for a right ventricular (rv) lead implant procedure on (B)(6) 2022. After implanting the rv lead, it was noted that there was noise from the pacemaker the anomalous pacemaker was removed and replaced without further incident in the same procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of over-sensing noise on the pacemaker was not confirmed. The pacemaker was received from the field with battery voltage above elective replacement level. Electrical and mechanical analysis performed indicated normal functionality. Further sensitivity evaluation under nominal conditions found no sensing anomaly. Additionally, visual inspection of the header and connectors found no contamination or foreign material that could contribute to the reported complaint. Longevity assessment was performed, and the device was in normal rage of operation with appropriate remaining longevity.